Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double-counting with an increase in heart rate. Approximately six years an inappropriate shock had been delivered due to t-wave oversensing. The patient was seen in clinic following the most recent inappropriate shock and testing was performed in all three sensing vectors. There was no evidence of double-counting in the alternate vector and programming was going to be discussed with the physician. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double-counting with an increase in heart rate. Approximately six years an inappropriate shock had been delivered due to t-wave oversensing. The patient was seen in clinic following the most recent inappropriate shock and testing was performed in all three sensing vectors. There was no evidence of double-counting in the alternate vector and programming was going to be discussed with the physician. No adverse patient effects were reported. Additional information was received that the smart pass (sp) feature of this s-ICD system disabled. Technical services (ts) discussed bringing this patient in to re enable sp. It was noted the s-ICD has approximately 1 year left on the battery of the s-ICD. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to d4 model + catalogue model from 3400 to 3010.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double-counting with an increase in heart rate. Approximately six years an inappropriate shock had been delivered due to t-wave oversensing. The patient was seen in clinic following the most recent inappropriate shock and testing was performed in all three sensing vectors. There was no evidence of double-counting in the alternate vector and programming was going to be discussed with the physician. No adverse patient effects were reported. Additional information was received that the smart pass (sp) feature of this s-ICD system disabled. Technical services (ts) discussed bringing this patient in to re enable sp. It was noted the s-ICD has approximately 1 year left on the battery of the s-ICD. This electrode remains in service. No adverse patient effects were reported.